Event description:
It was reported that the patient was in surgery with a magnet placed over the implantable cardioverter defibrillator (ICD) device. The patient went into ventricular fibrillation (vf) during the procedure. The magnet was removed to allow the device to detect and deliver therapy. A shock was delivered, but the electrogram from the episode showed a delay in detection. There were several v-v intervals that were marked as ventricular sense when they were in a ventricular tachycardia (vt) or fast ventricular tachycardia (fvt) zone and should have been counted. Episode data was reviewed and noted an obvious intermittent magnet field at the start of the episode. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance information was received, analyzed, and no anomalies were found. (B)(4).